Event description:
A report was received that a patient experienced inability to move any part of his body. The patient experienced sudden onsets of flushing, lower limb weakness followed rapidly by weakness in his arms and face. Upon examination, the patient had no voluntary movement of his arms or legs; however, did feel sensation and had reflexes. Upon turing the stimulator on, the patient was able to recover his limb and facial strength. The patient was sent home and is reportedly doing well.